Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm even after troubleshooting. The customer¿s blood glucose level was 204 mg/dl. Customer states that they have tried all remedies. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.